Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-13964. It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the right atrial and the right ventricular leads exhibited noise and insulation damage. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete l lead was returned in one piece. Analysis found external insulation abrasion breaching the outer insulation exposing the outer coil at 8.7-9.1 cm from connector pin consistent with friction to the device can.